Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a sensor always displaying 0% compared to 3% on every other sensor tested on the same person. No consequences or impact to patient reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: model number corrected from 2407 to 25124. Lot number corrected from 16ea5 to ka16e701. Device manufacture date corrected from 05/03/2016 to 05/09/2016.